Event description:
The customer reported that he continues to get alarms on the insulin pump. The customer also stated that he was hospitalized for low blood glucose levels, with a reading of 25 mg/dl. The customer stated that he was getting 70 units too much, and bolusing 20 units per hour. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.